Event description:
An additional information was received on (B)(6) , 2020 at 12:51 pm from (B)(6) stating that "I do not have the lot number! The impactor broke in the middle! All the pieces were retrieved!"

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the returned device confirmed the reported breakage. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: b5, d4 (lot,exp), d10 and h4 corrected: h3

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral introducer broke during surgery. No surgical delay.